Manufacturer narrative:
This device remains implanted. No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that the patient with this device experienced lightheadedness. Additionally, the device has moved to the left of the implant location and the patient can see the color of the device through the skin.